Manufacturer narrative:
This report is being submitted as follow up no. 3 to update device evaluated by manufacturer, and provide the completed investigation results. One 6f angio-seal vip carrier tube assemblies and one hemostasis sheath were returned for evaluation. The carrier tube assembly was returned completely separated from the hemostasis sheath. The bypass tube was dislocated proximally and the anchor was exposed. Then collagen was still ensconced within the carrier tube. The deployment sleeve was in the rear lock position. The hemostasis sheath was slightly bent at the distal tip and the second carrier tube has significant bends. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the first carrier tube was mated and resulting in the anchor not being posted due to either subcutaneous deployment, the device was not moved to full forward lock, larger puncture sizes than indicated or obstruction of the tip of the device. Upon this realization the first carrier tube was likely removed and the second tube inserted. However, the exact caused of the reported event cannot be definitively determined.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the first device used on the patient. See MDR 3013394970-2018-00668 for the second device reported that was used on the same patient.

Event description:
The user facility reported that they advanced the angio-seal device over the guidewire and placed the footplate. With the introducer sheath, some resistance was felt and they decided to withdrawal. When they opened a second angio-seal, they had the same experience. The doctor reported that he thought that the tip of the angio-seal sheath was bent in the vessel, which could explain why the removed footplate failed to deploy in the vessel and possible loss of position. There was no harm to the patient.

Event description:
Additional information was received on 10/4/18. The procedure performed was a left sfa (superficial femoral artery) angioplasty with stent. The sheath size used was 7 fr. A pre-deployment angiogram was performed. It was reported that the angio-seal sheath kinked. Manual compression was performed to achieve hemostasis.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.